Event description:
It was reported that the user experienced elevated blood glucose after initiating ilet therapy with a 6 mm 23 inch steel infusion set, leading to rapid insulin use and concern for poor insulin absorption likely due to infusion into scar tissue; the user was instructed to perform a supply change and to withhold breakfast, and glucose subsequently returned to target later that day. Symptoms included hyperglycemia. Outcomes included temporary impaired glycemic control without hospitalization. Investigation included review of device reports and user follow-up. Investigation of this case revealed a probable infusion site or delivery issue consistent with reduced insulin absorption, with no additional device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.